Event description:
It was reported that the 6600 system is not working. No add'l details given. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified that the workstation 5v power supply was low. Adjusted supply to meet specs . The system was tested and found to be working as intended and placed back into service.